Event description:
Boston scientific received information that this left ventricular (lv) lead exhibited intermittent high impedance measurements and loss of capture. It was suspected that the lead had a partial fracture. During a routine generator change out procedure, the physician elected to extract this lv lead and implant a new lv lead. No adverse patient effects were reported.

Manufacturer narrative:
Upon receipt at our post market quality assurance laboratory, this lead was confirmed to be fractured. Based on the analysis results, we suspect that fatigue or stress in the region of the fracture site and the suture sleeve led to the fracture. As a lead moves in response to normal heart rhythms and blood flow, extensive flexing over a period of time may cause fatigue or stress, weakening the coil, ultimately resulting in a fracture. This can occur between the suture sleeve and some other part of the anatomy. Fatigue fractures in the pocket or clavicular/first rib area are well known and documented in the industry. A combination of lead design, implant techniques, and patient anatomy and activity level contribute to these types of failures.

Manufacturer narrative:
The lead has been returned and analysis is pending. This report will be updated once analysis is complete.